Manufacturer narrative:
(B) (4). The promus 3.5 x 23 mm (part 1009530-23b, lot 9110941) indicated is being filed under a separate medwatch MFR number. The stent remains in the pt. The lot number was provided. A follow-up report will be submitted with all relevant info.

Event description:
Device #1 issue: physical resistance. Adverse event: dissection/myocardial infarction/death. Onset of adverse event: during/post procedure. It was reported that the pt presented with coronary artery disease and had a myocardial infarction (mi) less than 72 hours prior to the procedure. The pt also experienced a myocardial infarction after the stent placement. The physician used a ptca balloon to do pre-dilation and then implanted the 2 promus drug eluting stents (des) to cover the lesion in the distal-right coronary artery (rca) to middle-rca. During the procedure, the pt was given nitroglycerin and heparin. After the procedure which took place in the morning, the pt felt moderate chest pain and was sent to the ICU for observation. That evening, the pt suffered from acute chest pain. After an evaluation, a dissection was noted in the rca and the pt was sent for surgery where the pt expired. The dissection was reportedly due to the vessel being highly calcified or the pt's unstable condition. It was noted that a little resistance was felt while advancing to the lesion during the stenting procedure. No additional info was provided. (B) (4).